Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had replaced the circulation pump but it was failed for pressure. A check of the arctic sun device in bypass showed it was only able to generate -2 psi. This was indicative of a leak somewhere and checked the fluid delivery line, manifold, and connections to the inlet of the circulation pump.

Event description:
It was reported that the customer had replaced the circulation pump but it was failed for pressure. A check of the arctic sun device in bypass showed it was only able to generate -2 psi. This was indicative of a leak somewhere and checked the fluid delivery line, manifold, and connections to the inlet of the circulation pump. Per sample evaluation results on 01mar2024, it was reported that there was electrical overstress on power inlet module to ac main voltage circuit card connectors.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had replaced the circulation pump but it was failed for pressure. A check of the arctic sun device in bypass showed it was only able to generate -2 psi. This was indicative of a leak somewhere and checked the fluid delivery line, manifold, and connections to the inlet of the circulation pump. Per sample evaluation results on (B)(6) 2024, it was reported that there was electrical overstress on power inlet module to ac main voltage circuit card connectors.